Event description:
It was later reported on (B)(6) 2013 that this event was a normal post op occurrence. ¿mi¿ was noted but it was unknown what that meant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a small right superior convexity subdural hemorrhage with mild mass effect. It was noted a CT scan without contrast on (B)(6) 2013 showed a small right superior convexity subdural hemorrhage with mild mass effect. It was further noted a CT scan without contrast on (B)(6) 2013 showed a small component of blood products ¿ust later to the course of the right dbs is suspected¿. It was noted that there was no change from (B)(6) 2013. It was noted a CT scan without contrast on (B)(6) 2013 showed the right dbs appeared to have a small amount of blood products and the left pneumocephalus was unchanged. It was noted the etiology was surgery/anesthesia and was possibly related to the implant procedure, device, or therapy. It was noted the patient had no signs or symptoms. It was further noted the patient outcome was resolved without sequelae on (B)(6) 2013.